Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID #: (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesion was 90% stenosed and located in the proximal diagonal branch. The lesion was treated with four passes of the oad on low speed. During the final pass, the patient woke up and rolled over. The physician reached forward to assist the patient, resulting in the oad spinning over the end of the guide wire. The oad was deactivated and imaging was performed. During insertion of a balloon, the tip of the guide wire was noted to be detached. The wire was removed, the lesion was re-wired, and balloon angioplasty and stent placement were performed. The wire fragment was left in the patient and the patient was in stable condition following the procedure.